Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final (B)(4) - device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced occlusion events since (B)(6) 2024 and most recent was (B)(6) 2025. The blood glucose level of the patient was more than 500 mg/dl which was treated with correction bolus via pump. The site was patient's abdomen, and symptoms were noticed three or more hours after insertion. No further information available.